Event description:
Nursing home resident was being transferred back to room on a transport chair utilized in connection with the apollo whirlpool tub. The transport chair has a disconnect feature so that the chair can slide into the tub with the resident on it, leaving the transport base outside the tub. Resident had been removed from the tub, and the chair had been placed onto the transport base which has latching device to keep the chair securely attached to the base. Resident was wheeled to room, and as the aide stepped away from the back of the chair to help resident transfer, the upper chair section tipped over causing the resident to hit their head and suffer a scalp laceration. The latching device was not properly seated so the upper chair was not secured to the transport base. Upon inspection by maintenance staff some of the hardware associated with the latch was loose which prevented latch from being fastened properly. Design of the latching device is such that there are product warnings about checking the latch and hardware for proper adjustment on a regular basis. Subsequent investigations of this potential problem found that there had been at least 3 other incidents with other transport chairs of same design, but no serious injuries had occurred.